Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The kink and separation were able to be confirmed. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch, the returned device analysis revealed that the distal shaft was also separated into two pieces. Follow-up with the site confirmed the separation had occurred during prep for return. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery. A 3x38mm xience prime rx stent delivery system (sds) was advanced toward the target lesion and failed to cross due to the patient anatomy. The proximal shaft kinked and separated into 2 pieces. Resistance was noted during withdrawal and the sds was withdrawn as a single unit. An unspecified stent was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.